Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-5100jc1. Troubleshooting was performed and confirmed that simplera app was running. Customer received a "lost communication" alert from sensor confirming that sensor is not communicating with app. No harm requiring medical intervention was reported. No product return is required for mmt-5100jc1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Sensor product performed as expected within the product expiration date. Analysis revealed that the sensor reached expected end of life. Per product labeling the sensor should be used within the 7 days. Therefore, the termination is not related to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.